Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
Approximately 6 hours after ivtm therapy for post-cardiac arrest syndrome patient, saline leak around the "suture tab clip" was observed. The customer replaced the catheter and continued with the therapy. No known impact or patient consequence was reported.

Manufacturer narrative:
The reported complaint of a leaking quattro catheter was confirmed during functional testing. A shaft leak was observed at 3 inches away from the distal end of manifold. Visual inspection of the returned catheter was performed. Blood had accumulated/dried up on the balloons. No other physical damage was observed. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance (except the proximal and medial port was clogged with blood). During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a shaft leak was observed at 3 inches away from the distal end of manifold. Thus, confirming the reported complaint. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. The investigation findings revealed that the probable cause for the reported issue was due to a latent material defect. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for quattro catheter with lot number 80329. (B)(4) reported on (B)(6) 2018, a bond leak was observed at the manifold.